Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report is a follow-up to medwatch # (B)(4). [Correction] the brand name in section d1 and the primary/additional UDI numbers in section d4 have been updated.

Event description:
Procedure performed: ni event description: complaint created based on medwatch received through email. Report number (B)(4). Event date: march 2024. Model #cd003. Lot #1512425. 5mm specimen bag was deployed down the trocar and malfunctioned during deployment. No injury occured. Intervention: ni. Patient status: no injury occured.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch# (B)(4).

Event description:
Procedure performed: ni. Event description: complaint created based on medwatch received through email. Report number (B)(4). Event date: (B)(6) 2024. Model #cd003. Lot #1512425. 5mm specimen bag was deployed down the trocar and malfunctioned during deployment. No injury occured. Intervention: ni. Patient status: no injury occured.